Manufacturer narrative:
Section h6 was updated. Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the pouch of the device is open. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However, a review made by the quality engineering team revealed that the sealing attempted was made on the bag, but was not sealed correctly to smith and nephew packaging standards. Therefore the root cause of this event is determined to be manufacturing process errors. Nevertheless, as this is an isolated event, no further actions will be taken at this time. A review of complaint history for the part number over 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the nylon pouch should be sealed. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).

Event description:
It was reported that during trauma surgery, the clear nylon pouch of one (x1) evos 2.7/3.5 l-d fibula pl 7h r 103mm was not sealed correctly at the edge. The procedure was completed after a non-significant delay using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.